Manufacturer narrative:
The reporter stated that this event occurred on an unspecified date "months ago". User reported two potential product codes 1c8363 (extension set 0.22 micron downstream high pressure extended life filter) or emc3459a (extension set with 1.2 mmicron filter mirafilter IV ). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unknown IV (intravenous) filter set underinfused while being used during a patient infusion. This was further described by the patient¿s caregiver as the set ¿becomes half empty after infusion is started¿. There was no patient injury or medical intervention associated with this event. No additional information is available.